Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port leaked. During use, the isolation plug leaks. You can return the defective product with photos. The number of affected products is 5. You need to make a claim, a complaint reply letter, and a complaint receipt letter.

Manufacturer narrative:
Our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of blood leaks out of control plug was not confirmed upon inspection of the samples. Analysis of the samples showed no damage or defects. Samples were inspected and one sample to be missing the secondary septum. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. In related pr (B)(4), a leak was observed at the septum of the catheter adapter. Upon evaluation of the actual sample, it was found to have a properly assembled primary septum. Although the secondary septum was absent, leakage testing was conducted and passed the air water leak test. This outcome is expected, as the primary septum functioned as intended. Therefore, the presence of the secondary septum is not critical to performance. The quality issue described in the complaint could not be confirmed from leakage testing. As continuous improvement action, the team has initiated a review at the septum assembly process to address the missing secondary septum which was observed from the returned sample. A probe sensor is in place to detect the presence of the secondary septum. A probable cause of this issue could be that the secondary septum was protruding and not properly seated within the canister, leading to it dislodging during the assembly process. It is suspected that the missing secondary septum may have resulted from the protruding portion detaching after sensor detection. A simulation confirmed that the protruding part can drop off after passing the sensor. This issue is likely due to the secondary septum having a smaller inner diameter (ID), which prevented it from being fully inserted into the canister, increasing the risk of dislodgement during the assembly process. A simulation was conducted without the secondary septum in place. This simulated sample was subjected to both the flashback with flush test and air-water leak test. Results had showed that the sample passed both the flashback with flush test and the air-water leak test. It was observed that the secondary septum had a smaller inner diameter and an incorrect profile. This has likely contributed to the septum not being fully inserted into the canister, increasing the risk of it becoming dislodged during the assembly process. Actions will be implemented to address the missing secondary septum. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.